Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the lot number for the reported test strips is unknown; therefore the date of manufacture cannot be determined. The date entered is the date abbott diabetes care became aware of the event. Note: the dates of the hospitalizations are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving "different error messages, like error 3" on his omnipod insulin pump while using adc freestyle test strips and also noted the test did not start. Customer further reported being hospitalized twice on unspecified dates, "because of the test strips". No further information about his hospitalizations was provided because the customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.